Manufacturer narrative:
(B)(4). The device was manufactured april 24, 2015 - april 27, 2015. The device was received for evaluation. Visual inspection revealed a black particle, approximately 0.06 square mm in size, embedded in the material of the stress member. The particle was not in the fluid path. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a black mark on its filter. This was identified before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.